Event description:
The manufacturer received information alleging a trilogy evo ventilator was not ventilating and was loud. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new information on 07 october 2025 from the distributor that the trilogy evo ventilator had been sent to a third-party service center for evaluation; however, the customer withdrew their consent for evaluation/repair. The as a result, the ventilator was returned to the customer. There was no device evaluation or repair completed and no further information to report. If additional information is received, a follow-up report will be filed. Coding has been updated to reflect the most recent information received.